Event description:
Per oos, this lead was unstable. Per biotronik representative, this pt has severe regurgitation and the passive fixation would not stay in place. The physician replaced this lead with an active fixation. The hospital discarded this lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.